Event description:
It was reported that a skin irritation causing scar tissue, irritation and bleeding at the pod site had occurred while wearing the pod longer than 48 hours. The patient reported to be experiencing pain and discomfort at the pod infusion site. The patient mentioned scar tissue had developed on their arms from previous pump use, making pod placement difficult. There was no mention of blood glucose levels or treatment.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 4.0.2. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.